Event description:
It was reported that during a surgical procedure, the bur broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure, the bur broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available for return.